Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak during her treatment. When she opened the cassette door she found fluid leaking form the set. The patient reported that she contacted her pd nurse. The set was not made available for evaluation. During follow up the patient reported that she did not have any signs of infection. No additional information was provided. No adverse event reported at this time.